Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser vision correction patient experienced a thin flap tore centrally when attempted to lift. The procedure was completed on the same visit. During the post op visit exam the following day, the surgery center indicated it appeared there may be epithelial ingrowth was observed. A bandage contact lens (bcl) was used to secure the flap. Per follow-up information received no epithelial ingrowth was observed on the next visit and bcl was removed on (B)(6) 2018. It was noted that patient was seeing 20/25-1 with bcl (-.50).

Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. Based on the failure mode, probable cause, risk assessment, labeling review and trend review of this incident, no deficiency has been identified in design, manufacturing, or labeling of the product(s) in question. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.